Event description:
Family member tested unconscious pt at 9:44 a.m. With reading of 78 mg/dl. Paramedics were callled and they got a reading of 30 mg/dl at 10 a.m. He was treated on site. Pt was not transported to the hospital.